Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device expulsion ('malposition of essure location of device: right coil moved down to my cervix/migration of essure location of device:cervix/contraceptive coils to be dislodged & coming into uterus'), tubo-ovarian abscess ('tubo-ovarian abscesses'), salpingitis ('infection of her fallopian tubes'), abdominal pain ('pain abdominal pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension, postpartum depression, malignant neoplasm of endocervix, anemia, anxiety, cervical dysplasia, loop electrosurgical excision procedure, airways obstruction, dysfunctional uterine bleeding, nausea, hematemesis, hypercholesteremia, bipolar disorder, constipation chronic, schizophrenia, hallux valgus, restless leg syndrome, tremor nerve, sleep apnea, suicide attempt, heart murmur, chickenpox, gastrointestinal pain, epigastric pain, irritable bowel syndrome, suprapubic pain, pyosalpinx, tubo-ovarian abscess, skin irritation, urticaria, erythema, urinary tract infection, human papilloma virus infection, headache, adnexa uteri pain and nabothian cyst. Family history of cancer family history of coronary artery disease family history of diabetes mellitus. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included seizure since (B)(6) 2012, smear cervix abnormal since 2011, gastroparesis, chronic schizophrenia, hyperlipidemia, asc-us, prediabetes, asthma, adhd, endometriosis, abdominal pain lower, hematoma of vulva, nipple discharge, suppressed lactation, hypertension, pelvic pain, menstrual disorder, vomiting, gastritis, post coital bleeding, proctalgia, mass, diarrhea, rash, throat swelling, tongue pruritus and emesis. Concomitant products included acetylsalicylic acid (aspirin) since 2005, allopurinol (elavil) from 2013 to 2015, alprazolam since 2009, asenapine, asenapine maleate (saphris) since 2013, beclometasone dipropionate (qvar) since 2013, bisacodyl from 2012 to 2013, bromocriptine mesilate (parlodel) since 2013, bupropion, buspirone, buspirone hydrochloride (buspar) since 2011, cefoxitin, dexamethasone, docusate, docusate sodium since 2012, doxycycline, duloxetine hydrochloride (cymbalta) since 2013, famotidine since 2014, ferrous sulfate from 2011 to 2013, fluticasone propionate (flonaze), hydrochlorothiazide in 2011, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid) since 2014, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, iohexol, ketorolac, lisinopril from 2011 to 2014, lorazepam (ativan) from 2011 to 2014, lorazepam from 2011 to 2014, losartan since 2005, metronidazole (flagyl), montelukast since 1998, morphine, ondansetron (zofran), oxcarbazepine since 2009, pantoprazole since 2011, pregabalin (lyrica) since 2013, quetiapine since 2012, ropinirole hydrochloride (requip), rosuvastatin calcium (crestor) since 2013, salbutamol (albuterol), simvastatin since 2011, terbinafine hydrochloride (lamisil) since 2013, topiramate (topamax) from 2012 to 2014, topiramate from 2012 to 2014, valproate semisodium (divalproex) from 2012 to 2014, venlafaxine, venlafaxine hydrochloride (effexor) since 2011, verapamil since 2005, zolpidem and zolpidem tartrate (ambien) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, on (B)(6) 2011 ablation and on (B)(6) 2011 right (unilateral salphinegectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, tubo-ovarian abscess, salpingitis and ovarian cyst outcome was unknown and the abdominal pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, menorrhagia, ovarian cyst, pelvic pain, salpingitis, tubo-ovarian abscess, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 after still having complications from my left coil had to have another surgery date(s) of removal: (B)(6) 2011- unilateral salpingectomy right, (B)(6) 2013- hysterectomy with left salpingectomy and left oophorectomy. There were 12 coils visible projecting from the left tube and 3 coils from the right. 2/2 coil migration through the tube. Essure coils are inadequately visualized on this examination. An essure wire is not identified in the right side of the uterus. Post hysterectomy on (B)(6) 2013 diffuse inflammation is seen in the pelvis. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (left tube occluded) left side occluded. My right side coil had moved down to my cervix.. Ultrasound scan vagina - on (B)(6) 2011: intrauterine device. Slightly enlarged right ovary ,no abnormality identified.; on (B)(6) 2013: 1. The left ovary is enlarged with follicular changes. Internal vascular blood flow is demonstrated with color doppler. 2. Small amount of free pelvic fluid. 3. The right ovary is surgically absent. 4. The uterus is retroverted.. Lot number: 675112, manufacturing date: 2009-09, expiration date: 2012-09. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, ovarian cysts, abdominal pain, menorrhagia, infection of fallopian tubes, tubo-ovarian abscesses. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet and medical record was received. Event added from pfs- pelvic pain, migration. Events outcomes were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure location of device: right coil moved down to my cervix/migration of essure location of device: cervix'), abdominal pain ('pain abdominal pain'), vaginal haemorrhage ('abnormal bleeding(vaginal)') and menorrhagia ('abnormal bleeding(menorrhagia)') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension. Concurrent conditions included gastroparesis, chronic schizophrenia, hyperlipidemia, asc-us, prediabetes, asthma, adhd and endometriosis. Concomitant products included acetylsalicylic acid (aspirin) since 2005, allopurinol (elavil) from 2013 to 2015, alprazolam since 2009, asenapine maleate (saphris) since 2013, beclometasone dipropionate (qvar) since 2013, bisacodyl from 2012 to 2013, bromocriptine mesilate (parlodel) since 2013, buspirone hydrochloride (buspar) since 2011, docusate sodium since 2012, duloxetine hydrochloride (cymbalta) since 2013, famotidine since 2014, ferrous sulfate from 2011 to 2013, fluticasone propionate (flonaze), hydrochlorothiazide in 2011, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid) since 2014, lisinopril from 2011 to 2014, lorazepam (ativan) from 2011 to 2014, lorazepam from 2011 to 2014, losartan since 2005, montelukast since 1998, oxcarbazepine since 2009, pantoprazole since 2011, pregabalin (lyrica) since 2013, quetiapine since 2012, ropinirole hydrochloride (requip), rosuvastatin calcium (crestor) since 2013, simvastatin since 2011, terbinafine hydrochloride (lamisil) since 2013, topiramate (topamax) from 2012 to 2014, topiramate from 2012 to 2014, valproate semisodium (divalproex) from 2012 to 2014, venlafaxine hydrochloride (effexor) since 2011, verapamil since 2005 and zolpidem tartrate (ambien) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or type of disorder or condition: ovarian cyst"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, on (B)(6) 2011 ablation and on (B)(6) 2011 right (unilateral salphinegectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion and ovarian cyst outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, ovarian cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 after still having complications from my left coil had to have another surgery date(s) of removal: (B)(6) 2011- unilateral salpingectomy right, (B)(6) 2013- hysterectomy with left salpingectomy and left oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (left tube occluded) left side occluded. My right side coil had moved down to my cervix.. Lot number: 675112 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure location of device: right coil moved down to my cervix/migration of essure location of device:cervix/contraceptive coils to be dislodged & coming into uterus'), tubo-ovarian abscess ('tubo-ovarian abscesses'), salpingitis ('infection of her fallopian tubes'), menorrhagia ('abnormal bleeding(menorrhagia)'), abdominal pain ('pain abdominal pain') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension, postpartum depression, malignant neoplasm of endocervix, anemia, anxiety, cervical dysplasia, loop electrosurgical excision procedure, airways obstruction, dysfunctional uterine bleeding, nausea, hematemesis, hypercholesteremia, bipolar disorder, constipation chronic, schizophrenia, hallux valgus, restless leg syndrome, tremor nerve, sleep apnea, suicide attempt, heart murmur, chickenpox, gastrointestinal pain, epigastric pain, irritable bowel syndrome, suprapubic pain, pyosalpinx, ovarian abscess, skin irritation, urticaria, erythema, urinary tract infection, human papilloma virus infection, headache, adnexa uteri pain and nabothian cyst. Family history of cancer family history of coronary artery disease. Family history of diabetes mellitus. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included seizure since 21-may-2012, smear cervix abnormal since 2011, gastroparesis, chronic schizophrenia, hyperlipidemia, asc-us, prediabetes, asthma, adhd, endometriosis, abdominal pain lower, hematoma of vulva, nipple discharge, suppressed lactation, hypertension, pelvic pain, menstrual disorder nos, vomiting, gastritis, post coital bleeding, proctalgia, mass nos, diarrhea, rash, throat swelling, tongue pruritus and emesis. Concomitant products included acetylsalicylic acid (aspirin) since 2005, allopurinol (elavil) from 2013 to 2015, alprazolam since 2009, asenapine, asenapine maleate (saphris) since 2013, beclometasone dipropionate (qvar) since 2013, bisacodyl from 2012 to 2013, bromocriptine mesilate (parlodel) since 2013, bupropion, buspirone, buspirone hydrochloride (buspar) since 2011, cefoxitin, dexamethasone, docusate, docusate sodium since 2012, doxycycline, duloxetine hydrochloride (cymbalta) since 2013, famotidine since 2014, ferrous sulfate from 2011 to 2013, fluticasone propionate (flonaze), hydrochlorothiazide in 2011, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid) since 2014, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, iohexol, ketorolac, lisinopril from 2011 to 2014, lorazepam (ativan) from 2011 to 2014, lorazepam from 2011 to 2014, losartan since 2005, metronidazole (flagyl), montelukast since 1998, morphine, ondansetron (zofran), oxcarbazepine since 2009, pantoprazole since 2011, pregabalin (lyrica) since 2013, quetiapine since 2012, ropinirole hydrochloride (requip), rosuvastatin calcium (crestor) since 2013, salbutamol (albuterol), simvastatin since 2011, terbinafine hydrochloride (lamisil) since 2013, topiramate (topamax) from 2012 to 2014, topiramate from 2012 to 2014, valproate semisodium (divalproex) from 2012 to 2014, venlafaxine, venlafaxine hydrochloride (effexor) since 2011, verapamil since 2005, zolpidem and zolpidem tartrate (ambien) since 2011. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In april 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, on (B)(6) 2011 ablation and on (B)(6) 2011 right (unilateral salphinegectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, tubo-ovarian abscess, salpingitis and ovarian cyst outcome was unknown and the menorrhagia, abdominal pain, vaginal haemorrhage and vulvovaginal pain had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, ovarian cyst, salpingitis, tubo-ovarian abscess, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010 after still having complications from my left coil had to have another surgery date(s) of removal: (B)(6) 2011 unilateral salpingectomy right, (B)(6) 2013 hysterectomy with left salpingectomy and left oophorectomy. There were 12 coils visible projecting from the left tube and 3 coils from the right. 2/2 coil migration through the tube. Essure coils are inadequately visualized on this examination. An essure wire is not identified in the right side of the uterus. Post hysterectomy on 08oct2013 diffuse inflammation is seen in the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2010: unilateral occlusion (left tube occluded) left side occluded. My right side coil had moved down to my cervix.. Ultrasound scan vagina - on (B)(6) 2011: intrauterine device. Slightly enlarged right ovary ,no abnormality identified.; on (B)(6) 2013: 1. The left ovary is enlarged with follicular changes. Internal vascular blood flow is demonstrated with color doppler. 2. Small amount of free pelvic fluid. 3. The right ovary is surgically absent. 4. The uterus is retroverted.. Lot number: 675112 manufacturing date: 2009-09 expiration date: 2012-09. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, ovarian cysts, abdominal pain, menorrhagia, infection of fallopian tubes, tubo-ovarian abscesses. Most recent follow-up information incorporated above includes: on 7-nov-2019: mr received- new events infection of her fallopian tubes and tubo-ovarian abscesses were added. Concomitant drugs ,medical history and lab data was added. Patient's race was added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration'), device expulsion ('malposition of essure location of device: right coil moved down to my cervix/migration of essure location of device:cervix/contraceptive coils to be dislodged & coming into uterus'), tubo-ovarian abscess ('tubo-ovarian abscesses'), salpingitis ('infection of her fallopian tubes'), abdominal pain ('pain abdominal pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension, postpartum depression, malignant neoplasm of endocervix, anemia, anxiety, cervical dysplasia, loop electrosurgical excision procedure, airways obstruction, dysfunctional uterine bleeding, nausea, hematemesis, hypercholesteremia, bipolar disorder, constipation chronic, schizophrenia, hallux valgus, restless leg syndrome, tremor nerve, sleep apnea, suicide attempt, heart murmur, chickenpox, gastrointestinal pain, epigastric pain, irritable bowel syndrome, suprapubic pain, pyosalpinx, tubo-ovarian abscess, skin irritation, urticaria, erythema, urinary tract infection, human papilloma virus infection, headache, adnexa uteri pain and nabothian cyst. Family history of cancer: family history of coronary artery disease & family history of diabetes mellitus. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included seizure since (B)(6) 2012, smear cervix abnormal since 2011, gastroparesis, chronic schizophrenia, hyperlipidemia, asc-us, prediabetes, asthma, adhd, endometriosis, abdominal pain lower, hematoma of vulva, nipple discharge, suppressed lactation, hypertension, pelvic pain, menstrual disorder, vomiting, gastritis, post coital bleeding, proctalgia, mass, diarrhea, rash, throat swelling, tongue pruritus and emesis. Concomitant products included acetylsalicylic acid (aspirin) since 2005, allopurinol (elavil) from 2013 to 2015, alprazolam since 2009, asenapine, asenapine maleate (saphris) since 2013, beclometasone dipropionate (qvar) since 2013, bisacodyl from 2012 to 2013, bromocriptine mesilate (parlodel) since 2013, bupropion, buspirone, buspirone hydrochloride (buspar) since 2011, cefoxitin, dexamethasone, docusate, docusate sodium since 2012, doxycycline, duloxetine hydrochloride (cymbalta) since 2013, famotidine since 2014, ferrous sulfate from 2011 to 2013, fluticasone propionate (flonaze), hydrochlorothiazide in 2011, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid) since 2014, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, iohexol, ketorolac, lisinopril from 2011 to 2014, lorazepam (ativan) from 2011 to 2014, lorazepam from 2011 to 2014, losartan since 2005, metronidazole (flagyl), montelukast since 1998, morphine, ondansetron (zofran), oxcarbazepine since 2009, pantoprazole since 2011, pregabalin (lyrica) since 2013, quetiapine since 2012, ropinirole hydrochloride (requip), rosuvastatin calcium (crestor) since 2013, salbutamol (albuterol), simvastatin since 2011, terbinafine hydrochloride (lamisil) since 2013, topiramate (topamax) from 2012 to 2014, topiramate from 2012 to 2014, valproate semisodium (divalproex) from 2012 to 2014, venlafaxine, venlafaxine hydrochloride (effexor) since 2011, verapamil since 2005, zolpidem and zolpidem tartrate (ambien) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, on (B)(6) 2011 ablation and on (B)(6) 2011 right (unilateral salphinegectomy) and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, device expulsion, tubo-ovarian abscess, salpingitis and ovarian cyst outcome was unknown and the abdominal pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, menorrhagia, ovarian cyst, pelvic pain, perforation, salpingitis, tubo-ovarian abscess, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 after still having complications from my left coil had to have another surgery date(s) of removal: (B)(6) 2011- unilateral salpingectomy right, (B)(6) 2013- hysterectomy with left salpingectomy and left oophorectomy. There were 12 coils visible projecting from the left tube and 3 coils from the right. 2/2 coil migration through the tube. Essure coils are inadequately visualized on this examination. An essure wire is not identified in the right side of the uterus. Post hysterectomy on (B)(6) 2013 diffuse inflammation is seen in the pelvis. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (left tube occluded) left side occluded. My right side coil had moved down to my cervix.. Ultrasound scan vagina - on (B)(6) 2011: intrauterine device. Slightly enlarged right ovary ,no abnormality identified.; on (B)(6) 2013: the left ovary is enlarged with follicular changes. Internal vascular blood flow is demonstrated with color doppler. Small amount of free pelvic fluid. The right ovary is surgically absent. The uterus is retroverted.. Lot number: 675112. Manufacturing date: 2009-09. Expiration date: 2012-09. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, ovarian cysts, abdominal pain, menorrhagia, infection of fallopian tubes, tubo-ovarian abscesses. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfa received : new event perforation was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration'), device expulsion ('malposition of essure location of device: right coil moved down to my cervix/migration of essure location of device:cervix/contraceptive coils to be dislodged & coming into uterus'), tubo-ovarian abscess ('tubo-ovarian abscesses'), salpingitis ('infection of her fallopian tubes'), abdominal pain ('pain abdominal pain'), menorrhagia ('abnormal bleeding(menorrhagia)') and vaginal haemorrhage ('abnormal bleeding(vaginal)') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension, postpartum depression, malignant neoplasm of endocervix, anemia, anxiety, cervical dysplasia, loop electrosurgical excision procedure, airways obstruction, dysfunctional uterine bleeding, nausea, hematemesis, hypercholesteremia, bipolar disorder, constipation chronic, schizophrenia, hallux valgus, restless leg syndrome, tremor nerve, sleep apnea, suicide attempt, heart murmur, chickenpox, gastrointestinal pain, epigastric pain, irritable bowel syndrome, suprapubic pain, pyosalpinx, tubo-ovarian abscess, skin irritation, urticaria, erythema, urinary tract infection, human papilloma virus infection, headache, adnexa uteri pain and nabothian cyst. Family history of cancer family history of coronary artery disease. Family history of diabetes mellitus. Previously administered products included for an unreported indication: zoloft. Concurrent conditions included seizure since (B)(6) 2012, smear cervix abnormal since 2011, gastroparesis, chronic schizophrenia, hyperlipidemia, asc-us, prediabetes, asthma, adhd, endometriosis, abdominal pain lower, hematoma of vulva, nipple discharge, suppressed lactation, hypertension, pelvic pain, menstrual disorder, vomiting, gastritis, post coital bleeding, proctalgia, mass, diarrhea, rash, throat swelling, tongue pruritus and emesis. Concomitant products included acetylsalicylic acid (aspirin) since 2005, allopurinol (elavil) from 2013 to 2015, alprazolam since 2009, asenapine, asenapine maleate (saphris) since 2013, beclometasone dipropionate (qvar) since 2013, bisacodyl from 2012 to 2013, bromocriptine mesilate (parlodel) since 2013, bupropion, buspirone, buspirone hydrochloride (buspar) since 2011, cefoxitin, dexamethasone, docusate, docusate sodium since 2012, doxycycline, duloxetine hydrochloride (cymbalta) since 2013, famotidine since 2014, ferrous sulfate from 2011 to 2013, fluticasone propionate (flonaze), hydrochlorothiazide in 2011, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazide) since 2014, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone, hydromorphone hydrochloride (dilaudid), ibuprofen, iohexol, ketorolac, lisinopril from 2011 to 2014, lorazepam (ativan) from 2011 to 2014, lorazepam from 2011 to 2014, losartan since 2005, metronidazole (flagyl), montelukast since 1998, morphine, ondansetron (zofran), oxcarbazepine since 2009, pantoprazole since 2011, pregabalin (lyrica) since 2013, quetiapine since 2012, ropinirole hydrochloride (requip), rosuvastatin calcium (crestor) since 2013, salbutamol (albuterol), simvastatin since 2011, terbinafine hydrochloride (lamisil) since 2013, topiramate (topamax) from 2012 to 2014, topiramate from 2012 to 2014, valproate semisodium (divalproex) from 2012 to 2014, venlafaxine, venlafaxine hydrochloride (effexor) since 2011, verapamil since 2005, zolpidem and zolpidem tartrate (ambien) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy, on (B)(6) 2011 ablation and on (B)(6) 2011 right (unilateral salpingectomy) and oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, device dislocation, device expulsion, tubo-ovarian abscess, salpingitis and ovarian cyst outcome was unknown and the abdominal pain, menorrhagia, vaginal haemorrhage, vulvovaginal pain and pelvic pain had resolved. The reporter considered abdominal pain, device dislocation, device expulsion, menorrhagia, ovarian cyst, pelvic pain, perforation, salpingitis, tubo-ovarian abscess, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010 after still having complications from my left coil had to have another surgery date(s) of removal: 14-jun-2011- unilateral salpingectomy right, 08-oct-2013- hysterectomy with left salpingectomy and left oophorectomy. There were 12 coils visible projecting from the left tube and 3 coils from the right. 2/2 coil migration through the tube. Essure coils are inadequately visualized on this examination. An essure wire is not identified in the right side of the uterus. Post hysterectomy on (B)(6) 2013 diffuse inflammation is seen in the pelvis. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: unilateral occlusion (left tube occluded) left side occluded. My right side coil had moved down to my cervix.. Ultrasound scan vagina on (B)(6) 2011: intrauterine device. Slightly enlarged right ovary ,no abnormality identified. On (B)(6) 2013: 1. The left ovary is enlarged with follicular changes. Internal vascular blood flow is demonstrated with color doppler. 2. Small amount of free pelvic fluid. 3. The right ovary is surgically absent. 4. The uterus is retroverted. Lot number: 675112, manufacturing date: 2009-09 , & expiration date: 2012-09. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, ovarian cysts, abdominal pain, menorrhagia, infection of fallopian tubes, tubo-ovarian abscesses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. On 6-jul-2020: fu 7 and fu 8 processed together. Plaintiff fact sheet received. Reporter added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure location of device: right coil moved down to my cervix/migration of essure location of device: cervix'), abdominal pain ('pain abdominal pain'), vaginal haemorrhage ('abnormal bleeding(vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included essential hypertension. Concurrent conditions included gastroparesis, chronic schizophrenia, hyperlipidemia, asc-us, prediabetes, asthma, adhd and endometriosis. Concomitant products included acetylsalicylic acid (aspirin) since 2005, allopurinol (elavil) from 2013 to 2015, alprazolam since 2009, asenapine maleate (saphris) since 2013, beclometasone dipropionate (qvar) since 2013, bisacodyl from 2012 to 2013, bromocriptine mesilate (parlodel) since 2013, buspirone hydrochloride (buspar) since 2011, docusate sodium since 2012, duloxetine hydrochloride (cymbalta) since 2013, famotidine since 2014, ferrous sulfate from 2011 to 2013, fluticasone propionate (flonaze), hydrochlorothiazide in 2011, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazide) since 2014, lisinopril from 2011 to 2014, lorazepam (ativan) from 2011 to 2014, lorazepam from 2011 to 2014, losartan since 2005, montelukast since 1998, oxcarbazepine since 2009, pantoprazole since 2011, pregabalin (lyrica) since 2013, quetiapine since 2012, ropinirole hydrochloride (requip), rosuvastatin calcium (crestor) since 2013, simvastatin since 2011, terbinafine hydrochloride (lamisil) since 2013, topiramate (topamax) from 2012 to 2014, topiramate from 2012 to 2014, valproate semisodium (divalproex) from 2012 to 2014, venlafaxine hydrochloride (effexor) since 2011, verapamil since 2005 and zolpidem tartrate (ambien) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("reproductive system disorder or type of disorder or condition: ovarian cyst"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, on (B)(6) 2011 ablation and on (B)(6) 2011 right (unilateral salphinegectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion and ovarian cyst outcome was unknown and the abdominal pain, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved. The reporter considered abdominal pain, device expulsion, menorrhagia, ovarian cyst, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2010. After still having complications from my left coil had to have another surgery date(s) of removal: (B)(6) 2011- unilateral salpingectomy right, (B)(6) 2013- hysterectomy with left salpingectomy and left oopherectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (left tube occluded) left side occluded. My right side coil had moved down to my cervix. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received. Lot number added. Injury nos replace with new events: abnormal bleeding(vaginal, menorrhagia), malposition of essure location of device: right coil moved down to my cervix, migration of essure location of device: cervix, ovarian cyst, abdominal pain, vaginal pain were added. Case becomes incident. Outcome of the events abdominal pain, vaginal pain and abnormal bleeding were updated. Plaintiffs information updated. Concomitant conditions, drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.